Event description:
The consumer reported two false positive results with the determine hiv 1/2 ag/ab combo performed on 07nov2022. This MFR report addresses test two (2) of two (2) and lot number 196548 (quantity 1). The consumer reported a false positive result with the determine hiv 1/2 ag/ab combo performed on (B)(6)2022. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 196548 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 7d2648 / lot 196548 and device part number 10732998 / lot 191389. The lot met the required release specifications. The review of the complaints reported as false positive patient results (confirmed, unconfirmed and conflicting results) related to kit lot 196548 showed that the complaint rate is (B)(4).. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the specific patient sample or test procedure. H3 other text : device discarded, single use device.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use device.

Event description:
The consumer reported two false positive results with the determine hiv 1/2 ag/ab combo performed on (B)(6) 2022. This MFR report addresses test two (2) of two (2) and lot number 196548 (quantity 1). The consumer reported a false positive result with the determine hiv 1/2 ag/ab combo performed on (B)(6) 2022. No additional patient information, including treatment and outcome, was provided.